Manufacturer narrative:
This report is for an unknown constructs: dhs/dcs/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: dhamangaonkar, a.c., joshi, d., goregaonkar, a.b. And tawari, a.a. (2013), proximal femoral locking plate versus dynamic hip screw for unstable intertrochanteric femoral fractures, journal of orthopaedic surgery, vol. 21(3), pages 317-322 (india) doi: 10.1177/230949901302100311. The purpose of this study is to compare the outcome in patients who underwent surgery for unstable intertrochanteric femoral fractures using the proximal femoral locking plate versus the dynamic hip screw (dhs). A total of 40 patients were analysed and included in this study. 20 patients with 15 males and 5 females aged 32 to 78 (mean, 55) years were randomised to the proximal femoral locking plate group (universal orthosystems, gujarat, india), whereas 20 patients with 14 males and 6 females aged 38 to 75 (mean, 59) years were randomised to the conventional 135º dhs group. Dhs fixation was performed using conventional techniques. Patients were followed up at weeks 2 and 6 and thereafter monthly for 18 months to assess hip and knee function, limb shortening, callus growth, and fixation defects. The following complications were reported as follows: 5 patients had varus collapse. 11 patients had good-to-excellent functional hip score. 9 patients didn't. 2 patients had deep wound infections. 1 patient had an implant cut-out. This report is for an unknown synthes dynamic hip screw (dhs). This report is for one (1) unk - constructs: dhs/dcs. This is report 1 of 2 for (B)(4).